Event description:
It was reported that the patient's right ventricular (rv) lead became dislodged and was re-positioned. A few days later, the lead became dislodged a second time and the patient received inappropriate high voltage therapy. The lead was then explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).